Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via an 8f sheath hole prior to a re-intervention extra limb after endovascular aneurysm repair (evar) procedure. Initial flushing of the marker lumen with saline prior to use was successful. Reportedly, some resistance was felt with the anatomy after entering the vessel for the first time. Due to the resistance, the proglide device was pulled back up to the guide wire exit port and a longer wire was inserted in the aorta. The iliac arteries became more straight due to the new wire and the proglide device was re-inserted. No backflow from the marker lumen was observed (it was thought that this was probably due to some thrombus but this was not confirmed as the device was not flushed after the procedure); therefore, the proglide device was pulled back again. After the proglide device was pulled, two pieces of the suture were observed outside the metal part of the proglide although the lever was not lifted to deploy the foot. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to greater than 8.5f and the procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported marker lumen obstruction of flow could not be confirmed as the returned device was successfully flushed. The reported difficulty inserting the device into the patient anatomy could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported two pieces of the suture were observed outside the metal part of the proglide was confirmed as an observed premature posterior needle deployment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported marker lumen obstruction appears to be related to the under insertion of the device. The reported difficulty inserting the device into the patient anatomy appears to be related to interaction with the patient anatomical femoral vessel conditions. The reported two pieces of the suture were observed outside the metal part of the proglide appears to be related in a premature deployment of the posterior needle tip such that the plunger was inadvertently pushed during device advancement attempt. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.